Event description:
It was reported that pump declared altitude alarm 21 earlier in day, and customer needed to replace cartridge before pump could resume normal operation. There was no adverse impact to the customer's blood glucose level. Customer received tips from technical support for preventing altitude alarms in future, confirmed understanding, and pump operation returned to normal, with no further issues reported.